Manufacturer narrative:
Concomitant product(s): a 419478 lead, implanted: (B)(6) 2017. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead were explanted due to an infection and later replaced. No further patient complications have been reported as a result of this event.